Manufacturer narrative:
The insulin pump passed displacement test. However, the insulin pump was unable to prime during the prime test and motor error alarm during basic occlusion test due to faulty force sensor. The insulin pump was unable to perform excessive no delivery test due to prime anomaly. The motor was tested outside the insulin pump and passed. The insulin pump was received with minor scratches on lcd window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip and missing o-ring.

Event description:
The customer reported via phone call that she was trying to change out her infusion set and she was receiving a motor error alarm. Customer's blood glucose was 197 mg/dl. Customer was asleep prior to needing to change out her infusion set. Customer does not use the sensor feature on the pump. Customer stated that they are unable to complete the rewind sequence. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer does not have a back-up plan. Customer mentioned that she also had a no delivery alarm. Customer tried to resolve the no delivery issue. Customer was advised to contact their health care professional for back-up assistance.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.